Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus europa se & co. Kg (oekg). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; (B)(6) 2021 : all channels: mesophilic bacillus spp. (88 cfu/endoscope) and coagulase-negative staphylococci (1 cfu/endoscope). Second time; (B)(6) 2021 : all channels: coagulase-negative staphylococci (3 cfu/endoscope) and filamentous fungi (1 cfu/endoscope). The device had been manually reprocessed using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, coagulase negative staphylococci (4 cfu/endoscope) were detected from the sample collected from the all channels of the device. The testing result cleared the (B)(6) guideline. (B)(4) checked the subject device and found that the subject device had no damage that needed repair. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user and (B)(4), omsc considered that the reported phenomenon was less relevant to the subject device. If additional information is received, this report will be supplemented.